Event description:
On (B)(6), 2012, the reporter claimed the patient had several elevated blood glucose excursions while she started a growth spurt this summer and is going through puberty. From (B)(6), 2012 to (B)(6), 2012, the patient was hospitalized with dka. The doctor felt her dka condition was attributed to not changing the patient's infusion set for 6 days. On the evening of (B)(6), 2012, the patient was elevated to 449 mg/dl. The reporter covered the high blood glucose with 1.45 units of insulin. Two hours later, the patient's blood glucose reading was up to 549 mg/dl. At the time of concern, the patient tested positive for moderate ketones and felt symptoms described as grumpy and had a headache. The reporter treated the patient with 2.6 units of insulin and contacted animas for assistance. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. There was no product misused. The animas representative concluded there was no pump malfunction associated with the alleged event. The reporter was advised to check with the patient's doctor to adjust her insulin regimen accordingly. This complaint is being reported because the patient's infusion set was not change for 6 days and subsequently had elevated blood glucose readings while on insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 01/31/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint during the investigation. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. There were no alarms related to the compliant recorded in black box or alarm history, only typical usage alarms and warnings were observed. Unrelated to the complaint, the display screen booted up with a faded pinkish contrast. The pump cover was removed, a test screen was inserted and the pump then booted to the verify screen with a normal contrast using the test screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).